Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump was not working correct". Customer reported that her bg was reading 61 mg/dl on her pump but she did a finger stick and it was in the 300s. Customer continued to use the pump for insulin therapy.